Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, aortic expansion, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a chronic type b aortic dissection using a gore® tag® conformable thoracic stent graft with active control system. The gore® tag® device was placed to cover the primary entry tear. The patient tolerated the procedure. On an unknown date, follow-up examination reportedly showed blood flow into the false lumen and aortic enlargement (measurement not provided). According to the physician, this observation was attributed to both the primary entry tear still being open, and flow from a re-entry tear in the distal region. On (B)(6) 2022, an additional procedure was performed whereby two additional gore® tag® devices were implanted to reline the previous gore® tag® device, and the treatment area was extended proximally and distally. Debranching technique for the left subclavian artery was also performed during the procedure. The patient tolerated the reintervention. The reporting physician commented as follows: during the initial procedure, the treatment area should have been extended into the healthy aortic region.

Manufacturer narrative:
H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated it should be noted that, per the gore® tag® conformable thoracic stent graft instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, aortic expansion, and reoperation.